Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation, the belt failed the functional te recognition test. The cause of the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue a reportable problem was found. The belt failed a functional te recognition test.